Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator's bin lock failed due to the faulty irac controller board. A field service engineer found that the solenoid within the irac was continuously engaged in the middle position. Further, the issue was resolved by replacing the irac controller board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator bins had a locking issue, which prevented the user from accessing the refrigerator's storage space. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.